Event description:
It was reported that the lead had a possible fracture and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : s603 competitor implantable pulse generator (ipg): (B)(6) 2008. (B)(4).